Event description:
Additional information was received. During the patient's battery replacement surgery on (B)(6) 2012, the patient apparently had an anesthesia reaction and subsequent hospitalization. A lead revision and battery replacement was performed (B)(6) 2012. Operative report findings: "broken vns lead approx 3cm away from their electrode. Electrodes encased in dense scar tissue. Leads replaced, generator replaced with single lead generator. Device interrogated well, with good impedence. There was no report of patient manipulation or trauma prior to their high impedance being attained. The patient was seen on (B)(6) 2012, to establish care with the neurologist and have vns their checked. They have had no reported seizures for past 4 yrs. Her last vns check was (B)(6) 2008. X-rays were taken, but not provided for review. The patient explanted lead has not been returned for analysis.

Event description:
Additional information was received that the patient will be having revision surgery on 7/5. At this time is not known who the patient's treating neurologist is for further information to be attained.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
During surgery a call was received from an implanting surgeon reporting that they had a patient with high lead impedance >10000 ohms on system diagnostic testing. No preoperative diagnostics were taken surgery date prior to replacing their original generator. The system diagnostic testing with the new generator model 104 kept giving high impedance results on their system diagnostic testing. A test resister was used and a generator test was performed and all within normal limits. A pin reinsertion was performed and the header of the generator inspected for debris. High impedance was still obtained with further testing, showing >10000 ohms. The patient was closed and would be scheduled for a lead revision in the future. Good faith attempts are underway for further details about the reported event.